Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. The reporter of the complaint was asked to indicate the product model and serial numbers. The info has not yet been received by allergan. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Surgeon reported, "pt presented to clinic with query leak band/port leak; pt had primary surgery insertion of lap-band at [hospital]. Surgery for port and band investigation; access port was removed and replaced with new port." The original port (no details on file) had a leak in the tubing section that passes through into the abdominal cavity and was replaced with access port kit 9.75/10.0 cm (B)(4). The original device will be returned.